Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for shield damage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was a broken lid/cap this event occurred 100 times. The following information was provided by the initial reporter: translated to english. The customer stated: "when preparing using the tube, it found that the shield was damage.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer sst blood collection tubes there was a broken lid/cap this event occurred 100 times. The following information was provided by the initial reporter: translated to english. The customer stated: "when preparing using the tube, it found that the shield was damage."